Event description:
A report was received that the patient was experiencing painful zapping in the lower back and groin. It was also noted that the ipg was not charging properly. The patient will undergo an ipg replacement procedure.